Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated in the mount. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer reported that on (B)(6) 2018, he/she received a message 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor scan and stated the sensor provided results between 40-50 mg/dl "all morning". Customer further reported he/she "ate too much and it became bad" so he/she self-presented to a hospital where a reading of 517 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and treated with an insulin injection and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, he/she received a message 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor scan and stated the sensor provided results between 40-50 mg/dl "all morning". Customer further reported he/she "ate too much and it became bad" so he/she self-presented to a hospital where a reading of 517 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia and treated with an insulin injection and intravenous fluids. There was no report of death or permanent impairment associated with this event.